Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a result discrepancy with a patient sample when testing with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems, when compared to retesting with abbott alinity m. The alleged sample initially generated a negative result for sars-cov-2 when ran on cobas 6800 and the result was reported as negative. A new aliquot was ran on alinity m. And the result was positive. A new aliquot sample was then repeated with a different alinity m. Analyzer and the result was still positive. The results were amended after the retesting and reported as positive. Not enough sample was left to rerun the test on cobas 6800. No apparent patient harm or injury is alleged. An investigation is ongoing and results are not yet available. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
There is no product problem or systemic issue identified and the product is working as intended. The likely cause of the discrepancy alleged is sample specific factors. Examples of these factors are contamination or sample swap or samples near the limit of detection, which can waiver between positive and negative. Potential differences in technology also cannot be ruled out as a potential cause or contributing factor. Device code was updated to false negative result from non reproducible results.